Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient experienced a high glucose level and which resolved after changing the infusion site. Upon replacement, the cannula appeared to be slightly clogged. This issue may pose a risk of occlusion. There was patient involvement, and no harm was reported.